Event description:
Patient reported "was diagnosed with pyoderma gangrenosum in 2013. In 2019 ¿ had my smooth saline breast implants removed and started healing and have been in remission since." Device has been explanted. This relates to the left side.

Manufacturer narrative:
In response to FDA report number: mw5164570. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.